Manufacturer narrative:
E1: intial reporters facility name: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the flow rate error is +14%. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: updated. One device was returned for repair with complaint of flow rate error. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found no relevant errors or delivery failures. No physical damaged was found on the device. Visual/functional testing was performed. The pump accuracy was within specification. Probable cause was not determined because there is no problem the pump accuracy, and it is not reproducible. Returned unrepaired to the customer at customer's request.